Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the dilator couldn't be locked inside the sheath prior to insertion.

Manufacturer narrative:
(B)(4). The initial MDR submitted on (B)(6) 2017 was sent in error. This was determined to be an event that is not reportable.

Event description:
The customer alleges that the dilator couldn't be locked inside the sheath prior to insertion.